Event description:
Same case as MFR report#: 2134265-2009-01380. Taxus express2 post market surveillance study. It was reported that 277 days following a coronary artery drug eluting stenting treatment procedure, the patient developed in-stent restenosis. The index procedure treated the 3.5 x 36 mm, 99% stenosed proximal lad (left anterior descending). Treatment consisted of predilation at 8 atm, placement of two overlapping taxus express2 stents (3.0 x 20 mm at 14 atm and 3.5 x 20 mm at 16 atm), and post dilation at 12 atm resulting in 0% residual stenosis. There were no complications and the patient was discharged two days post procedure. The patient returned on day 277 and a f/u angiogram showed in-stent restenosis. A reintervention was performed on day 280 at the proximal lad due to 90% stenosis. Treatment consisted of balloon dilation resulting in 25% residual stenosis. The patient was discharged on day 281 in improved condition.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. The most probably root cause of this event is anticipated procedural complication.